Event description:
The device was prepped according to instructions. At step 8, the device would not flush out the distal silver flush portion of the catheter via the front handle (flush port j). Instead, fluid exited from the devices front handle. The front handle rock was checked for tightness and the device flushed without any changes. Since the fluid would not exit correctly out of the distal portion of the catheter, a new one was used from the same lot number and worked fine.